Manufacturer narrative:
(B)(4). D10: cat #: 20123606, 36mm i.d. Size f high wall liner, lot #: 66296149. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately six weeks post implantation due to a disassociation. The liner was removed and replaced. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01201. H6 correction: clinical code updated to "failure of implant" instead of "insufficient information". No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the left hip demonstrates a left total hip arthroplasty with cementless fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup likely indicates underlying polyethylene wear. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.